Manufacturer narrative:
This report is being filed on an international product, list number 6p04-55 that has a similar product distributed in the us, list number 6p04-60. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity s anti-hcv results on 1 sample. The following data was provided: (B)(6) 2019 initial result =(B)(6), customer repeated due to (B)(6) result). (B)(6) 2019 repeat results = (B)(6). (B)(6) 2019 repeat results = (B)(6). (B)(6) 2019 repeat on alinity I = (B)(6). The customer released the (B)(6) results after sample tube was tested on bio-rad confirmatory and was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 07518be00. The ticket search determined that there is normal complaint activity for the likely cause lot 07518be00. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as the volume of the return sample was below the minimum amount required for testing. To evaluate specificity, 220 panel members of human negative population panel tier1 were tested. Results of this setup did not implicate that the specificity performance of the lot is negatively impacted, as no false reactive results were obtained. A review of manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity s anti-hcv for lot number 07518be00 was identified.